Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See MDR report 305190314 for more information.

Event description:
It is reported that a customer had difference in blood glucose in comparison with his sensor glucose readings. The customer's blood glucose was 80 mg/dl. The customer was helped with trouble shooting and was informed that the issue may have been caused by a bent cannula. The customer had to get off the phone and stated that he will call back. No further information was provided.